Manufacturer narrative:
Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the hospitalization and the liberty cycler or cycler set. Additionally, there is no allegation against the cycler or any fresenius product. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87212) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was currently in the hospital for a catheter infection and requested a replacement liberty cycler due to various alarms during fills and drains. Follow-up information with the pd nurse revealed that the patient was admitted to the hospital for peritonitis on (B)(6) 2017 and not a catheter infection as was first reported. The peritoneal effluent was cultured and positive for enterococcus faecalis. The patient was initially treated with cefepime and then transitioned to vancomycin once the culture results were available. The patient was also prescribed gentamicin cream for use at the catheter site. The patient was discharged from the hospital on (B)(6) 2017.